Manufacturer narrative:
The device history file was reviewed and found final test verification specifications acceptable. There were no non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number bbc2my. Service confirmed the suction was low because of a crack in the 90 degree elbow above the filter. It is unknown how the crack occurred. Vaserlipo risk assessment (260-0113hz rev. 12) states possible delay in treatment can occur if suction is not operating as usual. Service removed and replaced the 90 degree elbow (p/n 410-0151). A filter was installed and the system was tested. It now pulls -23mmhg. The rest of the system was also fully tested. The system now works as expected. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Trending will be performed to monitor this issue. No further action or corrective action required. The investigation is complete.

Manufacturer narrative:
The product was not returned rather evaluated and serviced on site. The evaluation confirmed the suction was low because of a crack in the 90 degree elbow above the filter. The technician removed and replaced the 90 degree elbow. They installed the filter and fully tested the system, which is now working as expected. It was confirmed that there was no injury to the patient. The investigation is underway. Additional investigation results are pending.

Event description:
A user facility reported having a patient under general anesthesia when the ventx was turned on would not hold suction. The system was not tested before the procedure, and there was a crack in the elbow connection piece to the filter. The user facility was able to complete the procedure by switching to another liposuction machine, but the patient was under general anesthesia more than 15 minutes longer than normal due to this event.